Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call having high blood glucose. The customer¿s blood glucose level was 300-400 mg/dl at the time of incident. The customer states a no delivery alarm occurred and was resolved by replacing complete set. The insulin pump is being replaced and is expected to return for analysis.